Manufacturer narrative:
This device is used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause for the patient's pain cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing post-operative pain.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there has been no indication of medical intervention or revision for this patient. If any further information is found which would change or alter any conclusions or information, an additional report will be filed accordingly.